Event description:
It was reported that the user contacted support confused about a ¿bg run mode¿ message, which was explained as related to the cgm sensor rather than supplies, and the user agreed to start a new sensor. Symptoms included no adverse clinical effects reported. Outcomes included user education and resolution through sensor replacement. Investigation included troubleshooting and education provided by support. Investigation of this case revealed user misunderstanding of a system message associated with cgm functionality, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.